Event description:
It was reported that a stent became prematurely deployed. The target lesion was located in the left iliac artery. A .035 guidewire was introduced. A 7x39x1350 sentinol biliary stent was then advanced over the wire to the introducer. When the stent delivery system reached the entrance of the valve, the physician noticed that the stent became partially deployed. The physician attempted to advance the system a little more and the stent became more deployed. The stent delivery system was removed prior to introduction inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sentinol stent delivery system (sds) with the stent and no original packaging or other devices. The tuohy borst was in the closed position. There was a kink in the exterior shaft 4cm from the exterior hub. The exterior shaft was partially retracted as-received, exposing 5mm of the distal inner shaft. The stent was returned separate from the sds, in a fully deployed state. There was no other damage. Product analysis results are consistent with the reported event. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent became prematurely deployed. The target lesion was located in the left iliac artery. A .035 guidewire was introduced. A 7x39x1350 sentinol¿ biliary stent was then advanced over the wire to the introducer. When the stent delivery system reached the entrance of the valve, the physician noticed that the stent became partially deployed. The physician attempted to advance the system a little more and the stent became more deployed. The stent delivery system was removed prior to introduction inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.